Manufacturer narrative:
We attempted to reproduce the issue and were able to confirm it as described through the cua. The issue was then further investigated through database analysis. The software did successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After conducting a thorough investigation, we found that this user has snapshot timelines in the database with future dates. While investigating the report generation problem, we discovered that some very old device snapshot timeline records in the database contained future dates (year 2097). These timelines were created many years ago, at a time when the system allowed users to select future date ranges. Because these old timelines extended far into the future, the reporting engine incorrectly treated them as active / most recent timelines, even though they were not related to your current device uploads. In addition, these old records had a missing device identifier, which caused a nullpointerexception in the application when reports were generated. We updated the incorrect future dated timelines for all users in the database by: correcting the start and end dates to valid historical values. Ensuring they are no longer treated as latest snapshots. Preventing them from being included in new report generations. After this fix, the report api uses your most recent device uploads, and all reports generate successfully. To assist in resolving the issue, the development team provided a database script that corrected the data mismatch. At the same time, an enhancement has been planned for the next release to properly handle this type of issue. The fix was released, and the issue has been resolved and successfully tested on the cua. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an application error when attempting to generate a carelink report. The issue was not linked to missing or inaccurate data, and the "data source preferences" within the "report data selection" section were appropriate. The customer reported no adverse event. The event involved product unk_fotasoftware. Troubleshooting was performed, including guiding the customer through verifying the patient profile, data source preferences, and reviewing carelink reports. No harm requiring medical intervention was reported. No product return is required for unk_fotasoftware.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.